Event description:
It was reported that patient was revised on a left knee due to loose components. During the revision surgery, the adapter trial was broken. Another one was used.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown baseplate. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.